Manufacturer narrative:
(B)(4). Conclusion: user error caused the event. The attending physician lost both visual and tactile control of the needle during use.

Event description:
It was reported that a patient underwent a surgical procedure for a cyst in the chest on an unknown date. During subcuticular repair of the skin, the skin did not align well. The suture was being pulled back when the needle came away and disappeared. The patient was taken to a hospital by emergency ambulance and a chest x-ray was performed. The needle was found in the chest cavity and the patient had developed a pneumothorax. A chest drain was inserted. The patient was then transferred to a different hospital where the needle was surgically removed. The patient has since been discharged.